Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that it was noted in the patient's system controller log file that the pump stopped on (B)(6) 2011. The patient did not recall any alarms or issues at that time, and has not had any clinical issues since. The patient's system controller was exchanged by the hospital staff as a precaution without incident. The patient remains ongoing.